Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump shut down without any warning or error message and was just vibrating, beeping and display was off. No m22 message in history log. No adverse event occurred. Pump replaced and requested for investigation